Event description:
Cvl (cardiovascular lab) stemi (st-segment elevation myocardial infarction) team called in to have ECMO (extracorporeal membrane oxygenation) cannulation and initiation started on a ccu (coronary care unit) pt (patient). Pt brought down to cath lab and ecls (extracorporeal life support) team started setting up ECMO device while the provider and cvl staff began getting accesses for sheath cannulation. Sheath cannulation completed. ECMO device was filling and circulating foam and unable to connect to pt. Ecls team needed to go set up a new kit and pump upstairs. Pt was connected to a new ECMO set 1 hour after cath lab team achieved cannulation of bilateral femoral and retrograde access. Additional 15 minutes from the time the pt was connected to pump to the pt receiving oxygenated blood.